Event description:
It was reported the pt is having difficulty locating the ipg with the charger and programmer. The pt was sent a new charger to resolve the issue. The replacement charger was unsuccessful. The pt plans to discuss the next course of action with her doctor. No further info is available this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. Add'l # 1627487-12192011-003-r.